Manufacturer narrative:
The sample is unavailable for evaluation. Without such evidence to review, the complaint cannot be confirmed. If additional information is provided in the future, a follow-up report will be submitted.

Event description:
While removing the dilator from the option elite ivc filter deployment sheath, the distal marker of the dilator came off against the sheath tip and embolized to the patient's right lung. The dilator removal was done over an amplatz wire and in a smooth fashion without resistance or manipulation. This embolized object represents an approximately 2.5 mm circular, thin metallic marker that would be near impossible to retrieve endovascularly in the physician's opinion. Additionally, the patient was tachycardic, hypoxic, and had significant pulmonary injury related to covid. Any attempt at endovascular retrieval would have resulted in more harm to the patient than retaining the metallic marker. Patient is also not a candidate for open surgical retrieval of the marker. This tiny marker is inconsequential to the patient's pulmonary function per physician's opinion. Our representative was notified of the event and came to the facility to take photos of the sheath. The device was not released to the representative and at this time status regarding releasing it is pending. The representative came to the facility and took photos of the device. The device was not released to the representative.